Event description:
It was reported that the lv (left ventricular) threshold had risen. Lv outputs were programmed to maximum and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, (B)(6) 2013. (B)(4).